Event description:
Caller states that his device read in the low 300's mg/dl and an unknown amount of time later he passed out while driving. He reports that he did not take any additional insulin after the result. He states that he was taken to the hospital and tested approximately 60mg/dl and ate. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.